Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley at two separate locations. Material appeared to be lifted off, exposing the bare wire at each location. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the provided image is consistent with the alleged complaint. The conductor wire appeared to have damage with exposed internal wire. A review of the logs for the fenestrated bipolar forceps (part# 471205-17 / lot/ serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial # (B)(4). There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps had broken conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The conductor wire was damaged with exposed internal wire and the issue was found in reprocessing.